Event description:
Related to MFR report # 2183959-2012-01600. It was reported by the plaintiff's attorney that on or about (B)(6), 2009, the plaintiff was implanted with a perigee anterior prolapse repair system "with the intention of treating the plaintiff for stress urinary incontinence and/or pelvic organ prolapse". It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence", "additional surgery", "significant mental and physical pain and suffering", "and/or medical treatment", has "sustained permanent injury", was "injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.